Manufacturer narrative:
(B)(4).during processing of this complaint, attempts were made to obtain complete event, patient and device information.the customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported the after unpacking a balance middle weight (bmw) guidewire, the tip was unexpectedly found j shaped. Another bmw was used in replacement. There was no reported patient involvement. There was no additional information received.

Manufacturer narrative:
(B)(4). The device was not returned for analysis; however, because the tip was noted to be bent during unpacking, further investigation was performed. Abbott vascular (av) reviewed the complaint handling database and there were no similar events for this lot. Av determined that the root cause of the bent tip was potentially related to the manufacture of the device. Based on the investigation performed, it was concluded this is an isolated, non-systemic issue, and there is no indication that a larger population is impacted. Av will continue to trend the performance of these devices.